Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the stent was found to be broken after the package was opened.

Event description:
It was reported that the stent was found to be broken after the package was opened.

Manufacturer narrative:
The reported event is confirmed, cause unknown. The ureteral stent was returned with the original packaging. An evaluation was completed by futurematrix on 03aug2021. A cut was noted in the stent, however, it did not appear stretched or discolored. The outer diameter of the stent measured 0.062", the inner diameter of the tip was measured with a pin gage and found to be 0.039", the outer diameter of the proximal pigtail measured 0.57", the outer diameter of the distal pigtail measured 0.57" (there was a typo in this reading; therefore, it was updated based on the photo of the measurement), the overall length of the stent measured 261mm; all recorded measurements were within specifications. A potential root cause could be, "inappropriate package design". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent. Care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation". Correction: d,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.